Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states but a similar device is commercially available in the united states.

Event description:
It was reported that the nozzle came off from the syringe during inserting the cement into the canal (the surgeon felt the cement was harder than usual). After it came off, the cement was hardened quickly and the cement could not be inserted into the canal enough. The cement was hardened for only 5 minutes starting from the mixing. The surgeon removed the hardened cement from the canal and used a spare cement and revolution. There was 1 hour delay in the operation. The cement had been stored in the refrigerator (the temp is 10c) for 1 month. The cement was taken out from the refrigerator 5 minutes before use. The revolution was stored in the normal temp (we cannot specify the specific temp, but it was not high temp) before the operation date. The cement was mixed for 30 seconds. The antibiotic was used (amikacin). Two packs of cement were used. All the monomer and polymer were used.